Manufacturer narrative:
The technician isolated the issue to the hydraulic power unit. He replaced the hydraulic power unit to repair the bed.

Event description:
Information received indicates the head section is drifting down slowly.